Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx) artery. The 1.50mm x 15mm emerge¿ balloon catheter was selected for use; however, it was noted that the balloon ruptured at 10 atmospheres. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).